Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump was warm to the touch while charging, despite being in room-temperature conditions. Additionally, the pump touch screen was unresponsive and a cartridge did not fit onto the pump. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.